Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for three patient samples tested with ise indirect na, k for gen.2 on two cobas 6000 c (501) module analyzers. The erroneous results were not reported outside of the laboratory. This medwatch will apply to the c 501 analyzer serial number (B)(4) (au 1). Patient identifier (B)(6) for information related to the c 501 analyzer serial number (B)(4) (au 2). Refer to the attachment for all patient data. The na and k electrode lot numbers and expiration dates were asked for, but not provided. The investigation could not identify a product problem. The cause of the event could not be determined.